Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that at the patient's most recent device replacement procedure, this right ventricular (rv) defibrillation lead had a high shock impedance measurement of 110 ohms. Since then, shock impedance measurements have increased and reached out of range values exceeding 200 ohms. No shocks were delivered. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. A shock vector breakdown had the following measurements: rv to right atrial (ra) >200 ohms, rv to can = 103 ohms, and ra to can = 154 ohms. Ts noted that the measurements suggested possible calcification on the ra coil. Additional information received reported that non-invasive programmed stimulation (nips) was performed. This rv lead remains in service. No additional adverse patient effects were reported.